Event description:
A malfunction alarm was reported by the customer regarding the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer support assisted the caller in resetting the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.